Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that there was a hole in the hose of the device was confirmed. During repair, it was determined that there was a hole in hose, and the device ran in safety mode. An assessment was performed and it was determined that the condition of the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was further determined that the condition of the device being powerbroken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the hose of the motor device had a hole in the bottom, near the muffler. During in-house engineering evaluation it was observed that the device ran in safety mode (powerbroken). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.